Manufacturer narrative:
A quote for onsite service was sent to the customer but later cancelled by the customer. No further action required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error message for proximal pressure not being measured. It is unknown at this time if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite service is currently pending. Investigation is ongoing.